Event description:
The customer reported an elevated beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the access total sshcg assay used in conjunction with the unicel dxi 800 access immunoassay system and access total sshcg calibrator. An initial result of 47 miu/ml was obtained. The customer has a laboratory protocol to retest any positive beta human chorionic gonadotrophin (bhcg) results; the sample was retested on the same instrument and recovered 0 miu/ml. The customer then retested the patient¿s sample on an alternate unicel dxi 800 system and also recovered a value of 0 miu/ml. The original result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patient¿s sample was collected in a lithium heparin tube and centrifuged for seven minutes, and processed through the automation line. Quality control (qc) was within specifications at the time of the event.

Manufacturer narrative:
There is no indication that the access total sshcg device was returned for evaluation. Service was declined as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.